Manufacturer narrative:
This report is submitted on august 01, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the MDR follow up report 1 submitted on august 23, 2018 was filed inadvertently. It has been confirmed that the patient did experience a loss of osseointegration resulting in fixture loss.

Manufacturer narrative:
Correction: the initial MDR submitted was filed inadvertently. The patient did not experienced a loss of osseointegration resulting in fixture loss but experienced a loose abutment. The fixture remains insitu.

Manufacturer narrative:
Updated device details in sections. This report is filed on december 10, 2018.